Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the left eye just over 2 weeks following a laser vision treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the left eye just over 2 weeks following a laser vision treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the left eye approximately 1 week following a laser vision treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4): epithelial ingrowth the clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.